Event description:
Reference number (B)(4). Event occurred in canada. On 17-jul-2024, it was reported that patient faced occlusion at the site event. Patient changed supplies as necessary and resumed insulin therapy no further information available.